Manufacturer narrative:
(B)(6). Additional product codes: hrs, ktt (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used to capture periprosthetic fracture. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed on (B)(6) 2017 due to a new fracture just outside the site of an existing clavicle plate. The original procedure, a clavicle fracture repair, was performed on an unknown date due to a mountain biking accident. Removed hardware included: one (1) plate and seven (7) screws, all intact. All devices were easily removed. No reported surgical delays, no fragments involved, no additional x-rays required. The patient was revised to: one (1) 2.7mm locking compression (lcp) plate and an unknown quantity of screws. The original fracture site was noted to be fully healed. The procedure was completed successfully with the patient in stable condition. This report is for one (1) 2.7mm locking screw. This is report 4 of 8 for (B)(4).